Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The pt was scheduled for surgery due to a partial retinal detachment. The customer reported the touchscreen would not respond. The system was rebooted and a system message displayed. The system would not work and the case was postponed. Additional info was requested on the event and pt status. The customer did clarify that the pt already had the retinal detachment when the system problems occurred.